Event description:
It was reported that the user attempted a meal announcement and received an occlusion alert while using the device with a cartridge and infusion set, after the infusion set had fallen out and the user tried to reattach it. Symptoms included interruption of insulin delivery consistent with an occlusion event. Outcomes included the need for troubleshooting and replacement of the infusion set and cartridge, after which the alert cleared and therapy resumed. Investigation included technical support troubleshooting and user education on infusion set and connector attachment. Investigation of this case revealed incorrect deployment of the infusion set or an improperly attached infusion set connector leading to occlusion. It was concluded that user technique related to infusion set attachment caused the occlusion. The event resolved after an infusion set change.